Event description:
It was reported this filter was inappropriately placed in the suprarenal position where the cava measured over 30mm and immediately migrated to the right atrium. This filter was surgically removed and another manufacturer's filter was successfully placed below the renal veins where the cava measured approximately 24mm. The patient's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. It was indicated a pre-placement vena cavogram was not performed prior to filter placement. Additionally it was indicated the filter was inappropriately placed in the suprarenal position where the cava measured over 30mm. Co believes user technique and pt anatomy contributed to this event. Directions for use state: "an inferior vena covogram must be performed prior to insertion of the stainless steel greenfield vena cava filter with 12 french introducer system. This procedure determines caval patency and diameter and is ued to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies...patients in whom the diameter of the inferior vena cava exceeds 28mm (for example some patients with congestive heart failure) are contraindicated for stainless steel greenfield vena cava filter placement. Proper fixation of the stainless steel greenfield vena cava filter in the ivc may be compromised when the caval diameter exceeds 28mm.